Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device cannot charge battery. There was no patient involvement. The field service engineer (fse) evaluated device and confirmed battery charging issue. The ac power module was making noise. The ac power module needs to be changed. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. The device passed testing and was put back into service.